Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 150 units of insulin. Reportedly, the cartridge would be changed to address the issue. There was no reported impact to the customer&#38112;blood glucose level. Multiple attempts were made to follow up; however, the customer did not respond.